Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 82-year-old male was implanted with an impella cp device for mechanical circulatory support. The physician expressed concern that the position of the impella may lead to acute aortic regurgitation, hemodynamic deterioration and left anterior descending nonflow. Patient experienced aortic regurgitation and thrombus. The impella device was removed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿. This report is being filed as part of a retrospective review of historical records.